Event description:
The following information became available following a literature review as part of the annual report. The initial reporter states that the patient participated in the study conducted in (B) (6) for (B) (4) manufactured in (B) (4) material. At the time of 6 month follow up in (B) (6), 2008, a peripheral ulcer was seen in his left eye and patient was treated with tobradex for 7 days. After one month, the ulcer had resolved completely and there was no corneal scarring from the peripheral ulcer.